Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to dislodgement. It was noted that no out of range measurements were recorded. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.